Event description:
A customer contacted baxter's technical service center regarding a system error 2240 that appeared on the display of the homepatient's (hps) homechoice machine during drain 4/4. Per the home patients mother, the homechoice cycler alarmed once their puppy chewed into one of the lines. The hp's mother immediately closed all clamps disconnected the transfer set, capped off, and disposed of the used cassette. Hp's mother contacted their nurse and was instructed to continue draining manually. Per the hp's mother. There was no patient injury or medical intervention associated with this incident.